Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to be updated. Analysis also found that the programmer had intermittent telemetry that came and went when the radiofrequency programmer head connector inside the compartment under the keyboard was pressed. The programmer also failed tests related to the link electronic module (lem) and therefore the lem board was replaced and calibrated. The programmer was also making a lot of noise so the power supply was replaced, and the tab on the power cord bay door was damaged so it was replaced. Product ID: 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer was unable to be updated, even after several attempts. The programmer was returned for service. There was no indication of any patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.